Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Following investigation by bioengineering, it was concluded that: this failure can be construed as a one off case and closed as undeterminable with no further action. The complaint shall be closed as an isolated incident with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Attune femoral introducer/clamp was stuck on femoral component, unable to unscrew it. Result is that the cemented femoral component had to be revised.